Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery alert and after changing the battery insulin pump will not turn back. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a blank screen. Upon further review of the devices interior, the aa battery terminal popped out of its connector.